Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis (ipp) for unspecified reasons. All components of the existing ipp were explanted. No new device was implanted. No information about the patient outcome is available at the moment. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.